Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction. They reported that they had been experiencing pain in the incision area since implant. Patient said it was like a burning sensation and when they sat down it hurt a little more. The patient was redirected to their healthcare provider to further address the issue. Patient said they will see their healthcare provider (hcp) on september 12th.